Manufacturer narrative:
Immucor technical support received email documentation of testing on 28oct2016, to assess the test well images in question and determined that the forward antigen test well in question was visually positive.

Event description:
On 28oct2016, a customer reported an unexpected positive result when using anti-b (murine monoclonal) series 3 on a galileo instrument, when tested on (B)(6) 2016.